Manufacturer narrative:
Returned for evaluation was one solero probe. A visual review of the device noted no obvious defects. Functional testing was performed on the device. No issues were noted, and the device functioned as intended. The reported complaint description of an error 209 could not be confirmed. The returned probe was tested for flow rate and functionality. The probe was deemed to be functioning properly. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. The instructions for use, which is supplied to the user with the solero applicators, contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. Angiodynamics is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
During preparation for a microwave ablation procedure of liver nodules using a solero microwave system, the solero applicator was tested in saline with a heating time of 1 minute at 140 watts. No issues were noted during testing of the applicator. The treating physician placed the applicator in the patient's liver and proceeded to initiate an ablation for 3 minutes at 100 watts. During the ablation, an "error code 209 temperature > 52c" displayed on the generator display. The saline was checked and appeared to be chilled. The unit was restarted, and the applicator was reconnected. The same error message appeared. The applicator was disconnected and set aside. The saline bag was replaced with a new chilled bag, and a new of the same applicator was connected, tested successfully. The procedure was successfully completed using the new probe. Patient was reported as stable post- procedure and did not suffer any permanent harm or injury due to the event. There was a delay in procedure, greater than 30 minutes than what is considered normal, due to the trouble shooting, causing the patient to be exposed to a prolonged period of sedation. This event is considered a patient safety risk and therefore reportable. It was reported the disposable device is available for return to the manufacturer for evaluation.